Event description:
Patient seen in clinic on (B)(6) 2016 with ldh 591 u/l, no heart failure symptoms or dark urine reported, inr 2.1, settings: flow: 4 l/min, speed 9000rpm, pi 6.6, power 4.7 watts; plan was to re-check level. Patient admitted from outside hospital on (B)(6) 2016 with ldh and inr 1.7 with altered mental status and an acute l ventromedial thalamic cva by CT. Lad settings: flow 5 l/min, speed 9000 rpm, pi 7.1, power 5.2 watts. Cva conservatively treated with asa 325 mg and heparin. Ldh ranged from 600-777 u/l, stabilized in the 700's prior to discharge on (B)(6) 2016. Ramp study on (B)(6) 2016 done with no significant changes.

Event description:
Pt admitted with hematuria requiring continuous bladder irrigation. Ldh was 2059 u/l on admission, pt with decreased mental status but negative CT scan and made dnar per family on (B)(6) 2016. Settings: flow 3.8 l/min, 9000 rpm, pi 4.8, power 3.6 watts. Pt treated with heparin and full dose asa and bicarbonate gtt. Pt to be discharged to hospice care.